Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the no-reportable evaluation findings are as follows: due to clogging of the nozzle the air/water supply volume did not meet the standard value, due to damage on the suction connector a noise image occurs, due to wear of the angle wire the bending angle in up direction and the play of the up/ down knob did not meet the standard value, adhesive on the bending section cover had a crack and had a white-clouded area, the universal cord had a wrinkle, the grip had a scratch, switch 4 had wear, the lock engagement lever had a scratch, the image guise protector had a cut, the adhesive around the objective lens had a white-clouded area, the light guide (lg) lens had a crack, the adhesive around the lg lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was returned and evaluated, and foreign objects were found in the air/ water nozzle; this has been attributed to insufficient cleaning. According to the customer, the following details regarding the cds process were unknown: if the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, what the foreign material was, whether there was any delay in the start of the precleaning, whether the customer flushed the air/ water nozzle with water and air or detergent, if there were any abnormalities in the accessories used for reprocessing, whether the customer presoaked the endoscope in the detergent solution, and whether the customer wipes/ brushed the air/ water nozzle with clean lint free cloths/ brushes/ sponges.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a distorted image when it was connected and the air supply was weak. During the device evaluation, the following reportable malfunction was found: foreign objects came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.